Event description:
Caller reported that the pump battery would not charge, despite attempts to use different charging methods and outlets. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the non-charging pump, and the customer was informed about the process to return the faulty device. The customer will use multiple daily injections (mdi) as a backup insulin therapy while awaiting the replacement.